Event description:
A low reading issue with the abbott diabetes care (adc) device was reported. A customer received an unspecified low sensor reading on the adc device compared with an unknown device. It is unknown whether the customer noted a trend arrow. The customer reported no symptoms and said they went to the hospital as a result. It is unknown if treatment was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the customer declined to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.